Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined impedance on the rv coil and scv coil. Reprogramming was performed to turn the high voltage portion of the lead off until the lead was capped. No patient complications have been reported as a result of this event.